Manufacturer narrative:
Correction g3 - date received by mfg incorrect date changed from 1/16/2023 to 1/19/2024.

Manufacturer narrative:
The returned device was evaluated and the adhesive pad was not returned with the device. The adhesive pad's welds were observed to be complete and correctly aligned. No damages or manufacturing deficiencies were observed that would result in the adhesive pad separating from the device. The cause for the reported adhesive event could not be determined. Investigation found the exposed portion of the soft cannula to be stretched and flattened. This was confirmed via out of specification measurement taken during investigation of the entire soft cannula length. Further investigation found the unexposed portion of the soft cannula to be torn. During fluid path testing, fluid was unable to flow through the entire fluid path due to the tear on the unexposed portion of the soft cannula. No indication of fluid ingress was observed inside the device to indicate an internal leak was present during operation. Review of the device data shows the first priming sequence completed at pulse 46 and was deactivated at pulse 1964. No timeouts, drive stalls, or hazard alarms were generated during device run.

Event description:
A patient reports while wearing a pod between 1 and 4 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports the pods adhesive had separated from the pod. As treatment, the patient applied a new pod.